Manufacturer narrative:
Tw ID#(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, t.w. Power supply stopped in the middle of the procedure. Harvesters were able to get the device to work intermittently. The power source setting was set at 3. They used another vasoview power supply to finish the case. No harm was done from the defective device.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: d4--unique identifier (UDI) # corrected from "(B)(4)" to "(B)(4)." The device was returned to the factory for evaluation on 09/27/2024. An investigation was conducted on 10/03/2024. A visual inspection was conducted. There were no visual defects observed on the intact power supply. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and the returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An engineer evaluation and final testing of the power supply was conducted on 10/16/2024. Using a fluke 8846a precision multimeter bmram ID# (B)(6) , per (B)(6) rev. B, equipment calibration procedure for vasoview power supply. The following results were observed: no load voltage: 5.52vdc; low current output: 4.0 amps dc; high current output: 6.0 amps dc. The complaint vasoview hemopro power supply passed all three output tests verifying that this power supply is operating within specifications. Based on the returned condition of the device, the reported failure "intermittent continuity" was not confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
N/a.